Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for instability/dislocation (recurrent dislocation failing closed reduction). Patient ID: (B)(6).